Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-18443 and 1627487-2013-18444. It was reported the pt abruptly lost stimulation. Reprogramming efforts were unsuccessful. Fluoroscopy revealed no anomalies. The physician ins placing the pt on nerve blocks and if they are ineffective surgical intervention may take place at a later date to address this issue.